Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to replace to address the issue. In addition of the above evaluation, base enclosure and rear enclosure were needs to replace due to physical damage. Inlet air path assembly and removable air path foam was replaced per remediation, which was not related to the malfunction/issue.